Event description:
The customer reported sample carryover on an adult t cell leukemia (alt) slide on an advia 2120 with autoslide instrument for one patient. There are no known reports of adverse health consequences or patient intervention due to the sample carryover on the alt slide.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the autoslide sample carryover was unknown. The fse performed the carryover protocol to confirm the problem, replaced the rinse chamber and drop needle and adjusted the stain and smear settings. The instrument is performing within specifications. No further evaluation of the device is required.